Manufacturer narrative:
Examination of the returned liner and cup finds nothing outward to suggest product problem. The damage is consistent with the liner being cocked at an angle in the shell prior to impaction. The devices cannot be meaningfully inspected for dimensional specifications as they have been deformed from the impaction. A search of the complaints databases identified no other reports against the provided product and lot code combinations. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion regarding the reported event with the information available. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon impaction, the surgeon felt that one of the ards on the liner was sitting up a micro tenth of a millimeter and was not seated.